Event description:
It was reported that a user¿s ilet meal announcements were being entered as ¿less than¿ rather than ¿usual for me,¿ and per the user¿s clinician the user performed a factory reset of the ilet, after which the user reported being all set. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information to characterize a specific device problem or component involvement and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established.